Event description:
It was reported that the subject device exhibited an issue where the optics couldn't be connected to the camera. This occurred during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on historical data, possible causes include material problems like degradation and mechanical problems due stress or friction, wear and tear. These causes can occur between components such as controller; cable; cable sleeve; adapter; connector/coupler; knob; mount; ring; without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.